Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for potentially associated lot numbers: h12i18074 and h12h13127. No exceptions were observed that were related to the reported condition. The problem could not be confirmed, as no sample was available for evaluation. Therefore the cause could not be determined.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was discharged from the hospital three days later. Retraining was scheduled. The patient was recovering from the event of peritonitis and therapy was ongoing. Same patient as (B)(4).